Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The field service engineer (fse) called the customer and confirmed that the integrated electrosurgical unit (iesu) is working fine and without any issues with the monopolar ports. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted bilateral hernia surgical procedure, the customer reported that during both cases, the top monopolar port was not working. The customer stated they had to switch over to their backup generator. The procedure was completed with no indication of patient injury.